Event description:
The customer reported the monitor flickered and failed to operate. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced. The system was then found to be operating as intended.